Event description:
The nurse reported to our customer service that the bixcut drills have "weaved out."

Manufacturer narrative:
Additional information has been requested. If additional information is received it will be provided on a supplemental report.